Event description:
It was reported that the surgeon was going to perform a patella tendon repair, right side, on a patient he had performed a scorpio ps total knee back in 2006. He found upon assessing the knee after incision that the poly insert post was sheared off. He removed the insert and a new # 9 x 8mm ps scorpio tibial insert was implanted.

Manufacturer narrative:
The evaluation summary will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon was going to perform a patella tendon repair, right side, on a patient he had performed a scorpio ps total knee back in 2006. He found upon assessing the knee after incision that the poly insert post was sheared off. He removed the insert and a new # 9 x 8mm ps scorpio tibial insert was implanted.